Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address infection. Update: (B)(6) 2012 - litigation papers received. In addition to infection, litigation alleges that the patient suffers from a leg length discrepency. It is also alleged that during surgery, the patient suffered from a broken femur while removing the stem and sleeve. The complaint has been reopened to reverse the MDR decision to reportable.

Manufacturer narrative:
Patient was revised to address infection. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (right side). **update** (B)(6) 2012 - litigation papers received. In addition to infection, litigation alleges that the patient suffers from a leg length discrepancy. It is also alleged that during surgery, the patient suffered from a broken femur while removing the stem and sleeve. The complaint has been reopened to reverse the MDR decision to reportable. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no similar reports against the provided product and lot code combinations. The investigation can draw no conclusions with the information provided. However, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.